Event description:
Information received indicates there are wires exposed on the pendant cord.

Manufacturer narrative:
The technician found the pendant cable was cut and replaced the cable to repair the bed.